Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 28x3.5mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the mildly calcified left anterior descending artery. A 3.50 x 28 synergy drug-eluting stent was advanced but could not cross the lesion. The device was removed and it was noted that the tip of the stent struts was deformed. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.